Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, lot#257067, inratio: 5.4, lot#253028, inratio: 3.9. Tests done within 5 minutes of each other.